Manufacturer narrative:
Concomitant medical product: unknown gia dst -unknown gia dst product, lot# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative, anastomotic sutures were performed. After 48 hours, the patient had to be taken back to the operating room because of suture lacerations.